Event description:
It was reported that the c-arm moved on it's own and side buttons were loose. No injury reported. A field engineer has been dispatched to the site. As of today investigation is still in progress.

Event description:
It was determined that the right and left c-arm switches would be replaced. Once this was completed the system was working as intended.